Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result on the alinity analyzer. There was no specific data provided and no impact to patient management reported.

Manufacturer narrative:
The analyzer was removed as a likely cause, the reagent ln 07p60-32 lot 07419be00 has a similar product in the us is ln 07p60-21 and 07p60-31 and the package insert warns the user: the alinity syphilis assay is not intended for use in screening blood, plasma, or tissue donors and syphilis. The evaluation is included below, however this event is no longer reportable in the us. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No return patient sample was available. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.